Manufacturer narrative:
Continuation of d10: product ID lnq22 serial# (B)(6) implanted: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the artificial intelligence (ai) algorithm adjudicated a true pause episode and symptom event as false.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the product and clinical data were received for evaluation. After reviewing the episodes 4 and 5, two licensed clinical data specialists have determined that both episodes were classified as true pauses from a clinical standpoint. However, the asystole rejection algorithm on the device, represented in the markers as asystole detect (ad) reject on the portable document format (pdf) demonstrates the device rejected the episode. The relative sensitivity on device is not 100%, i.e. Would miss some through the automatic detection mechanism, so it is recommended for people to use the patient activation if they feel symptoms of asystole to capture the event if the automatic detection fails to capture it. It is important to note that this rejection was not initiated by the artificial intelligence (ai) algorithm. Additionally, the algorithm did not apply to patient activated episodes, as ai algorithm is designed to exclude symptom episodes entirely. Regarding episode 5, it appeared the device may have not detected a pause at all, while episode 4 show the presence of the ad reject, which could impact the ai's ability to analyze the episode effectively. The most likely cause of the event is not related to the ai algorithm. The investigation determined that the product tested in specification and/or performed as intended. No device or service history record was performed because the website is not manufactured or serviced. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.